Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer did not open due to product incident (pi) (B)(4). A technical support specialist remoted in, restarted the application, and then user was able to successfully issue the medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, a drawer failed to open. The customer reported that when attempting to issue medications, the drawer would not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.